Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a low insulin alert and inadvertently initiated a rewind, then filled an unknown amount of insulin into the tubing while still connected, after which glucose dropped to 89 mg/dl, the user overtreated, and glucose rose to 352 mg/dl; the user also entered a non-food ¿ghost¿ meal announcement and had completed a recent supply change using a cd infusion set. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included temporary glycemic excursions without hospitalization. Investigation included troubleshooting and user education regarding proper cartridge and tubing fill procedures while disconnected and appropriate use of meal announcements. Investigation of this case revealed user handling and use errors related to insulin loading while connected and an inappropriate meal entry, with no evidence of device or infusion set malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error and use-related factors.